Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was having trouble filling up pump. He was as of the date of the report looking at an x-ray to see if the pump is flipped. It was later reported on (B)(6) 2013 that the physician indicated everything was fine. Additional follow-up indicated later that the pump was indeed flipped, and the physician carefully flipped it back in place. It was further stated that the patient had history of this apparently and revision in past to try to correct it. The pump was filled and currently functioning fine. No information regarding the device, patient symptoms if any and drug infused was provided.